Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h.4 device manufacture date: unknown h.6 investigation summary: no samples were received for investigation of complaint reference pr 7973421, in which the customer has indicated that they have experienced cracking of the drip chamber component. The customer has indicated that the model and lot number of the affected product are unknown; however, it is: " believed to be similar to 02008382189." The details of this feedback were forwarded to the manufacturing site; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that there have been other complaints for cracks to this drip chamber component, however this is considered a rare occurrence. In response to previous similar feedback, bd has successfully performed an extensive review of alternative drip chamber materials. Initial testing indicates that alternative materials can further reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed prior to the release of this new component. Please note while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecificed bd gravity set was cracked. The following information was provided by the initial reporter: it was reported that a nurse experienced a crack in the chamber of an unknown gravity line.